Event description:
It was reported that during routine monitoring the field representative called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, the presenting egm showed that patient was not in a ventricular arrhythmia and the device had delivered a burst of anti-tachycardia pacing (atp) and shock inappropriately due to t wave oversensing. Ts provided programming optimization recommendations. At this time, this ICD remains in service. No adverse patient effects were reported.